Event description:
Health professionals reported: "palpated swollen tubing near port site during routine clinic visit, not symptomatic. Band was adjusted by gp adjuster twice since implant one and a half to two months prior to event being noted. Bbraun needles used. Mass on abdominal skin noticed near port site when lying supine during clinic visit with gp adjuster. Scan suggested site of infection." An ultrasound and gallium scan was performed. The band was removed and replaced with another b-20360. The explanted band was discarded by the hospital pathologist and is not available to be returned.

Manufacturer narrative:
(B)(4). The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a rapidport ez strain relief. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive it and no analysis or testing will be done. Infection and inflammation are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of irritation/inflammation as follows: "contraindications: the lap-band system is contraindicated in: patients with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease."